Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. There was no reported impact to the customer's blood glucose level. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past.